Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was not able to duplicate the customer's reported issue. The stm checked the customer's ECG cable with a mini sim simulator in all lead selections but did not observe the reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the ECG leads were not connecting to the cardiosave intra-aortic balloon pump (iabp). There was no patient harm and no adverse event was reported

Manufacturer narrative:
The iabp type was incorrectly reported as cardiosave when it should have been cs300.

Event description:
It was reported that during use on a patient, the ECG leads were not connecting to the cs300 intra-aortic balloon pump (iabp). There was no patient harm and no adverse event was reported.